Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection showed the bottom of the blocker was deformed. No x-rays could be obtained. Conclusion: the root cause cannot be determined conclusively.

Event description:
It was reported that; both blocking screws s1 (left and right) got loose.

Event description:
It was reported that; both blocking screws s1 (left and right) got loose.